Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
A patient was identified in the journal article titled, "seven-year survivorship and functional outcomes of the vanguard complete knee system". It was reported that patient underwent a left total knee arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2005 due to dislocation caused by a patient fall. All components were removed and replaced.

Event description:
A patient was identified in the journal article titled, "seven-year survivorship and functional outcomes of the vanguard complete knee system". It was reported that patient underwent a left total knee arthroplasty on (B)(6) 2004. Subsequently, patient dislocated on (B)(6) 2005 but did not require revision surgery.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, it states, ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions.¿ the referenced journal article is attached to this medwatch and the manufacturer report number of the medwatch which reports on all patients (identified and non-identified) mentioned in the journal article is 1825034-2014-08055. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2015- 00678 / 00679).